Event description:
The physician was attempting to implant a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the cx that exhibited calcification and tortuosity; however, it was reported that the stent couldn't pass the lesion in the cx and the stent struts were noted to be damaged. It was reported that the lesion was pre-dilated. Another stent was used for treatment. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. The stent was distally displaced on the balloon. Crimp impressions were evident on the surface of the exposed balloon. Three distal stent segments were intact. The remaining segments were bunched, overlapping and deformed.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation. Patient lesion morphology; calcification and tortuosity present. Conclusion: patient lesion morphology; calcification and tortuosity present.(B)(4).